Event description:
It was reported that the patient¿s leads had moved. The patient had an MRI on (B)(6) but there was no indication that the MRI caused any issue and there was no adverse event reported with the MRI. The leads had moved prior to the MRI. There were no patient symptoms reported. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported that there was no indication of lead movement on the x-ray. This event will be updated if additional information is received.